Event description:
It was reported that during a revision procedure, this right ventricular (rv) lead was surgically abandoned due to a gradual rise in shock impedance advisory. The rv lead was capped and replaced with a new lead successfully. No additional adverse patient effects were reported. No additional information was provided at this time. Subsequent additional information was received that reported that during a routine follow up, the rv lead exhibited high out of range shock impedances that measured 165 ohms which is considered to be high out of range. The physician opted to perform the lead revision procedure and capped the rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a revision procedure, this right ventricular (rv) lead was surgically abandoned due to a gradual rise in shock impedance advisory. The rv lead was capped and replaced with a new lead successfully. No additional adverse patient effects were reported. No additional information was provided at this time.